Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the neutraclear needle free connector leaked at the attachment site on the patient's port line prior to and after the chemo administration. There was no harm.